Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 364 (mg/dl). A pump bolus was delivered to address bg levels. During system check with tandem technical support, customer indicated there may be bubbles in the infusion set tubing but did not confirm; however, no other issues were found. Customer indicated their bg levels had decreased to 298 (mg/dl) during the time the event was reported. Recommendation was made to consult with their health care provider to discuss diabetes management.